Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned to the manufacturer. Functional testing found that the component was not receiving power.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the site loaded an mr (that was 524x561 and 400 slices) and added two nifti files they received a low performance error. No patient was present.